Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. Visual inspection found no defects. The customer reported that an activation tone was heard and sealing was completed but oozing, bleeding occurred. The reported condition was not confirmed. The device was plugged into the generator and activated on simulated tissue with acceptable results. No alarms were generated during activation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. No failure mode was identified.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that oozing was observed during a laparoscopic total gastrectomy even though end tones, indicating completed seal cycles, were heard. There was no injury to the patient.